Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was far field r-wave (ffrw) oversensing which was leading to inaccurate atrial fibrillation diagnostics. In addition, due to small p waves, the sensitivity could not be altered in order to prevent the oversensing. It was further reported that there was noise on both the atrial and right ventricular (rv) leads. The leads will be monitored and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.